Event description:
Caller reported a cgm error 42 related to g7sensor. There was no adverse impact to the customer's blood glucose level. A complete pump reset was conducted with guidance from technical support, and the caller successfully started their sensor session without further errors.